Event description:
An ipp device was implanted on 5/25/93. The pump revised on 8/31/93. The cylinders and pump were revised on 11/13/96. A connector was removed from the pt and replaced on 3/25/97 due to pump malposition and pt dissatisfaction-pump was repositioned.